Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The reported event involved a competitor's device.

Event description:
Patient reports extreme pain after primary bilateral surgeries. Patient states she has severe subluxation on both knees. Patient reports she needs full knee replacement revisions on both knees. Patient has revision of left knee scheduled on (B)(6). Dr. (B)(6) will do the revision surgeries and the right knee will be a few months after.

Event description:
Patient reports extreme pain after primary bilateral surgeries. Patient states she has severe subluxation on both knees. Patient reports she needs full knee replacement revisions on both knees. Patient has revision of left knee scheduled on (B)(6). Dr. (B)(6) will do the revision surgeries and the right knee will be a few months after.